Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was unable to be duplicated. A cassette was attached to the device and it ran with no issues. No issues were found with the cassette not attaching properly. The event history log was reviewed and confirmed the issue. The downstream sensor will be replaced as a preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not properly attached. It is unknown if there was a patient, or clinician injury associated with this occurrence.